Manufacturer narrative:
Revision total hip replacement performed on (B)(6) 2016. Revision hip for dislocation and instability. Primary implanted in 2013, exact date unknown. Acetabular components only depuy synthes implants. Femoral component link orthopaedics product. Head and liner change to manage stability. Lateralised +4, 10 degree 36 mm liner implanted during revision surgery. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip for dislocation and instability.